Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an unspecified infection which was reportedly caused by peritoneal dialysis (no further detail was provided). On an unreported date, the patient was hospitalized for the event. Treatment was not reported. At the time of this report, the patient had not recovered, and dianeal therapy was ongoing. No additional information is available.